Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient experienced an inappropriate defibrillation event. Supraventricular tachycardia (svt) at 170 bpm contributed to the false detection. The response buttons were not pressed during the entire event. The patient went to the hospital following the treatment and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient continued to wear the lifevest. The patient will continue wearing the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillator event. Device manufacture date and usage of device: monitor, (B)(4): - 02/2013; electrode belt (B)(4): 04/2014- reuse. H.10: additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).